Event description:
The patient's son reported that the device did not last three years. The device was to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 implantable pacing lead, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Evaluation summary: the device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The patient's son reported that the device did not last three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.